Manufacturer narrative:
The act button on the insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The device had minor scratches on the display window, cracked at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was trying to deliver insulin and the device prompts to input the time, and then the alarm occurred. Customer's blood glucose was 85 mg/dl. Customer stated he might have been sleeping on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.